Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that at 3:00 am on (B)(6) 2019, the patient woke up and checked his blood glucose (bg). The results were 485 mg/dl. The mother contacted the endocrinologist and advised what had happened. During the call with the endocrinologist, the patient had vomited. He was experiencing nausea and stomach pain. The endocrinologist advised to remove the pod, activate a new pod, and give a pen injection of 9 units of humalog insulin. They checked ketones and they were large. The endocrinologist advised to take the patient to the emergency room (ER). When the patient arrived at the ER, they gave the patient another pen injection of 7 more units of humalog insulin. He was also placed on an IV of fluids and an IV of zofran. The mother does not know what the fluid was, but it looked like water. The mother does not know the dosage for zofran. When they checked his bg at the ER, they were in the 300's mg/dl. The patient was released from the ER at 8:30 am or 8:45 am when his blood glucose was in the 200's mg/dl. The patient was prescribed zofran to help with nausea. They had yet to fill the prescription because the patient did not feel nauseous. The week of (B)(6) 2019, the patient's endocrinologist increased the basal for overnight. At 7:47 pm the pod had alarmed and displayed an error reference number. The device had been worn between 4 and 24 hours on the leg.